Event description:
It was reported that prior to a balloon treatment procedure, a shaft break occurred. As the 4.0mmx1.5cm small peripheral cutting balloon was opened and prepped for use it was noted that the shaft was broken. The procedure was completed with another 4.0mmx1.5cm small peripheral cutting balloon. As there was no contact with the patient, no complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the device was returned in two sections as a result of a break in the shaft 25 cm from the catheter tip. Stretching and manipulation was evident at the break site. A hypotube kink was present 86.5 cm from the catheter tip. This type of damage is consistent with excessive force being applied to the device during handling. The balloon protector was returned on the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken, however the balloon protector was removed from the balloon with slight resistance. A visual and microscopic examination observed no damage to the tip, balloon, or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a balloon treatment procedure, a shaft break occurred. As the 4.0mmx1.5cm small peripheral cutting balloon was opened and prepped for use it was noted that the shaft was broken. The procedure was completed with another 4.0mmx1.5cm small peripheral cutting balloon. As there was no contact with the patient, no complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).